Event description:
It was reported that the patient called into patient services with a "buzzing sound" on and off and then repeating after about forty minutes. During the call patient services heard the patient alert tone but the patient could not, but did feel buzzing when they touched the device area. The patient was encouraged to obtain physician follow up. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.